Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep removed and replaced the "c" rotation brake pad and the collimator iris pot. He performed a collimator iris calibration. The rotation brake holds and releases as designed. The system is functioning as intended.

Event description:
The customer reported that the "c" rotation brake was sticking and wasn't holding very well. Also, the system was getting a bad iris pot when first boot up.